Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the exact cause of the pvl cannot be determined; however, per report it appears that valve undersizing contributed to the event. As reported, the annular area measured on CT was 430mm2, which is consistent with 26mm valve placement. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Method: (B)(4): no testing methods performed. Result: (B)(4): no results available since no evaluation performed. Conclusion: (B)(4): known inherent risk of procedure. (B)(4): human factors.

Event description:
During a transapical tavr procedure, after deployment of a 23mm sapien xt valve in a 60:40 aortic/ventricular position as intended, moderate to severe paravalvular leak (pvl) was noted. A decision was made to place a second valve. The second valve was positioned and landed 70:30 a/v position across the annulus. Trace to mild pvl was noted. The patient remained stable during and after the procedure. As reported, a tee noted native leaflet overhang and per report, the cause of the pvl may have been due to undersizing of the valve. The native aortic annular diameter measured an area of 430mm2 by CT. The native annulus was mildly calcified, the leaflets and the aortic root were moderately calcified. There was no ventricular septal hypertrophy and mild mitral annular calcification (mac). Coaxial alignment of the delivery system and valve and the image intensifier angle were reported as good. There was no loss of pacing capture during valve deployment and ventilation was held.